Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing came apart out of package. Patient impact was requested, but not provided at the moment.

Manufacturer narrative:
Additional information added; b.5. (Parent file also revised). No product will be returned per customer. The customer complaint of separation at the y-site was confirmed. A photo of an unused set provided by the customer shows that the tubing was completely separated from the smartsite p/n inlet port below the lower fitment. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set separated from the y-site when removed from package. Although requested, there has been no impact to patient response or additional event information made available to date.